Manufacturer narrative:
No service on the ventilator has been requested by the hospital. The ventilator was examined by the hospital staff and no malfunction was found. There was no recurrence of the reported issue. No information has been received regarding any parts replacement. The ventilator has been returned for clinical use. Provided ventilator logs were reviewed. In the event log on the reported event date there are alarms for inspiratory flow overrange, inspiratory tidal volume overrange, peep low (positive end expiratory pressure) and check tubing. These alarms indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior the event. The cause of the reported loss of volume was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the respiratory therapist did not see the patient's chest rising and falling as expected and pulled the ventilator from service. There was no patient harm. Manufacturer's ref.: (B)(4).